Manufacturer narrative:
Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.the device was evaluated remotely by the biomed with assistance from a philips remote service engineer (rse). The biomed reported that the unit alarmed while in use and the staff pressed the alarm reset button which caused the unit to shut down. The unit was swapped out without patient harm noted. The biomed indicated that the device would be evaluated in-house and did not request philips service.multiple attempts to retrieve additional information have been unsuccessful. The details of the evaluation performed by the biomed are unknown. No further information is available.

Manufacturer narrative:
Report date: 18jun2021.

Event description:
It was reported to philips by a customer that the unit shutdown while in use. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.